Manufacturer narrative:
Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for reported lot 2012701, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected, there was no damage or other defects observed on the infusion adapter. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. All retained samples underwent these evaluations and product was verified to meet required limits, including proper spike length and diameter. Based on the available information, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima infusion adapter (c100-0 multi) fell out of the packaging and onto the floor while hanging it on the pole. The following information was provided by the initial reporter: "phaseal optima infusion adaptor fell out of the bag and onto the floor as nurse was going to hang it on pole.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima infusion adapter (c100-0 multi) fell out of the packaging and onto the floor while hanging it on the pole. The following information was provided by the initial reporter: "phaseal optima infusion adaptor fell out of the bag and onto the floor as nurse was going to hang it on pole."